Event description:
The patient had a primary hip surgery on (B)(6) 2019. On (B)(6) 2021, the patient came in reporting pain due to a dislocation of the head from the liner and the cause of the dislocation is unknown. The surgeon revised the head and liner and the surgery was completed successfully. On the (B)(6) 2024 (2 years and 10 months post primary) the patient had pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head, cup and liner. The surgery was completed successfully. The primary surgeon uses a posterior approach. The revision surgeon mentioned that the cup appeared to have too much anteversion.

Manufacturer narrative:
Batch review performed on 30 august 2024. Lot 1909017: (B)(4) items manufactured and released on 12-feb-2020. Expiration date: 2025-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised. Batch review performed on 30 august 2024 on cup: mpact 01.32.154sh acetabular shell ø54 no-hole (k132879) lot. 1902286. Lot 1902286: (B)(4) items manufactured and released on 02-jul-2019. Expiration date: 2024-06-22. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 30 august 2024 on liner: mpact 01.32.3644hc10a face-changing 10° pe hc liner ø36/e (k183582) lot. 2009675. Lot 2009675: (B)(4) items manufactured and released on 01-dec-2020. Expiration date: 2025-11-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with other 2 cases reported event during the period of review.